Event description:
It was reported by the patient's family member that when at the emergency room they had been told the patient's device was set at 60, but the patient's heart rate was consistently less than 60 and at times in the 40s. It was questioned if this was normal function. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).